Manufacturer narrative:
Additional information was provided in sections b.5, e.1 and h.6. The manufacturer internal reference number is:(B)(4).

Event description:
Additional information received that due to the irrigation failure, the anterior chamber collapsed, and the intraocular pressure(iop) compensation system was unable to instantly restore it. No consequences to the patient was reported. Further details cannot be obtained as the surgeon was unwilling to follow-up.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic system stopped irrigation during cataract surgery. When the handpiece was connected to the upper port, a system message was displayed, which was resolved after switching to the lower ports and restarting the system. Later in the procedure, when the surgeon attempted to decrease the intraocular pressure (iop), a system message appeared, and fluctuations in the iop were observed on the screen. Additionally, the cumulative dissipated energy (cde) was not automatically reset after each procedure. The surgery was completed on the same day. Patient impact have not been provided. Additional information has been requested but none received till date.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. There was no service record (relevant to the reported event), found. However, the system was last serviced (prior to the reported event) and was reviewed for details. The system found to meet all cosmetic and performance standards (at that time). Based on the information obtained, the root cause of the reported event is inconclusive a non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. All relevant complaints found, were reviewed as part of this investigation. It should be noted that the surgeon is a trained medical professional that in the event of an incident, the surgeon will mitigate those issues to proceed. Based on the information obtained, the root cause of the reported event is inconclusive manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).